Manufacturer narrative:
It was reported that the pt passed away on (B)(6) 2010. Pt's primary contact (B)(6) reported that the pt was admitted to (B)(6) hospital in (B)(6) due to stomach pain and died several days later following respiratory arrest. Attempts to obtain information from the pt's health care providers have been unsuccessful. The pump has not been returned to animas. If the device is returned or additional information regarding the pt's death is obtained, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pt passed away on (B)(6) 2010.